Manufacturer narrative:
Multiple attempts to obtain information on this case were unsuccessful. Conclusion: the reason for the implanted pacemaker was not provided, however, typically a pacemaker implant is a result of some type of conduction disturbance. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that seven days after the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted. The reason for the pacemaker implant and relationship to the valve was not immediately provided. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. (B)(4).